Manufacturer narrative:
This medwatch report is associated with MDR #1225714-2013-00331.

Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event and subsequently expired (B)(6) 2010 after use of the product.